Manufacturer narrative:
(B)(4). Device broke during insertion; device was not implanted/explanted. (B)(6). Manufacturing location: (B)(4). Manufacturing date: october 26, 2016. Expiry date: october 01, 2026. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the reported device was used in surgery for hallux valgus on (B)(6) 2016. The surgeon used a plate for osteotomy. While bending with the use of a vender, a screw hole was broken. After the surgeon equipped the screw hole with the tip of the vender screw hole cover he bent it. There is no information available about patient and surgical outcome but it was confirmed that no fragments were generated. There was a surgical prolongation of five (5) minutes reported. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
A manufacturing evaluation was completed: the plate was received. A crack is visible on lower left hole of the plate. The device-history-record (DHR) does not show any abnormalities. Everything was produced in specification as it should. Measurements of the critical features were taken on the broken part. The plate was manufactured as it should. No abnormality in process was found. All critical measurements that could be verified are in specification. Based on this, the complaint is rated as confirmed but not valid from the point of view of the manufacturing site. No manufacturing related issue was identified and/or confirmed. As possible root cause the complaint description reported that the screw hole was broken while bending. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.